Event description:
Or nurse opened a foil package of ethicon endoknot suture and discovered a hole in the packaging making the suture not sterile. This is not the first time we have reported this. Since the discovery of hole/s in these packaging in january, our or nurses have been inspecting every single package prior to placing sutures on the sterile field. This is a work around that our nurses are doing to protect patients from potential infection from the damaged packages. Manufacturer had been notified in january and so far they have not responded with a resolution. The manufacturer called risk manager to notify me that a box will be sent to return product for analysis.